Event description:
Medtronic received information that this bioprosthetic valve, implanted four and a half years, was explanted due to thrombus and pannus formation. The valve was replaced with a pericardial valve with no additional adverse patient effects.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, several pieces of host tissue were received with the valve for analysis. The valve was distorted; oval shaped. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. Remnants of host tissue on the inflow of the right cusp created leaflet stiffening associated with host tissue overgrowth. Tears on the tunica of all cusps along the inflow margin of attachment suggested host tissue removal during explant. A small puncture in the left cusp along the inflow margin of attachment appeared to be due to a sharp object such as forceps. Redundancy in the leaflets at the point of coaptation appeared to be associated with the distorted stent. All commissures were intact. Several pieces of glistening off-white pannus appeared to have been removed from the inflow and outflow during explant. Due to the characteristic shape, one piece of pannus appeared to have been attached to the inflow of all cusps and inferior coaptive areas. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.